Manufacturer narrative:
Concomitant medical products: product: ID 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead ; product ID : 977a275, lot# /serial# : (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jul-2024, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, headache, and spinal pain. It was reported that x-ray in (B)(6) revealed ¿leads migrated.¿ patient is considering cervical fusion at this time. No patient symptoms were reported. She does not want her stim explanted. No additional followup needed at this time as she may pursue cervical fusion.